Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date during hospitalization, the patient began treatment for the peritonitis with vancomycin, intraperitoneally (dose and frequency not reported). Four days after being admitted, the patient was discharged from the hospital. On an unreported date, the patient was re-trained in proper aseptic technique for performing pd therapy. At the time of this report, antibiotic treatment was ongoing, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.